Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During the filter implantation operation, the filter did not expand after the release of the filter. The filter can only be taken out with the filter recovery device and replaced with another filter.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer, manufacture engineer and complaint analyst reviewed the sample returned by the customer. Customer returned pre-loaded filter in the cartridge and atrieve. Customer did not verify if filter was used as jugular or femoral approach during the procedure. The received filter was clean and not clear if filter was used within patient or not. Filter was removed from cartridge and no damage was noticed on the filter. Filter was placed in warm water for approximately 3 seconds and filter opened normally without any issue. Product complaint mode could not be duplicated during the evaluation and this complaint could not be confirmed. No corrective action is required at this time because a manufacturing defect could not be confirmed.

Event description:
During the filter implantation operation, the filter did not expand after the release of the filter. The filter can only be taken out with the filter recovery device and replaced with another filter.